Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 00493600907, 3.5 mm locking dual compression plate, lot # unknown ; catalog #: 00234801835, cortical bone screw self-tapping hex head, lot # unknown; catalog #: 00234802035, cortical bone screw self-tapping hex head, lot # unknown; catalog #: 00234802235, cortical bone screw self-tapping hex head, lot # unknown; catalog #: 00234802635, cortical bone screw self-tapping hex head, lot # unknown; catalog #: 00483502001, 3.5 mm cortical screw self-tapping, lot # unknown; catalog #: 00482701401, 2.7 mm cortical screw self-tapping, lot # unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00841, 0001822565-2020-00843, 0001822565-2020-00844, 0001822565-2020-00846, 0001822565-2020-00847, 0001822565-2020-00848, 0001822565-2020-00850, 0001822565-2020-00851. Will be returned.

Event description:
It was reported that patient underwent closed displaced fracture fixation of left radius. Subsequently, the patient experienced pain in their left wrist and noted a painful knot in the dorsal aspect of their wrist. The patient underwent surgery for removal of all "painful" hardware two years post primary implantation. During surgery, the entire plate was visualized. All screws were then removed without difficulty. Soft tissue around the plate was removed. The plate was then removed. We then visualized the interfragmentary screw that was underneath the plate and removed it as well. The patient tolerated the procedure well without any complications.